Event description:
Based on info reported to davol: it was reported that when the x-stream tubing kits were received, they had cracked packaging. The product sterility was compromised. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
Three units were received for eval; however, only one blister tray was received. The one unit returned in the blister pack was found to have a cracked blister tray. The blister pack was found to have a cracked blister tray. The blister packaging seal was noted to have been fully formed at one time. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.